Event description:
It was reported that a physician conducted a spinal surgery procedure using a 3-level coral pedical screw system approximately 3 months ago. The pt recently fell down and caused a separation of one of the polyaxial seat/screw heads. A revision surgery is planned to correct this problem.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information.